Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was moved due to patient anatomy. Patient then started experiencing phrenic nerve stimulation. The representative then thought that possibly the lv lead was pulled back. The lv lead was programmed off and patient was scheduled for lead revision. Physician will place epicardial lead by end of the year. Additional information was received indicating that the lv lead was explanted. No additional adverse patient effects were reported.